Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history the reported complaint was confirmed from the evaluation. A visual inspection found customer applied labels. Functional testing and evaluation found that the lamp is discolored , bezel, turret, both side panel, bracket and mirror are all damaged/cracked. The ferrite core is broken. Attenuator switch is grinding and not returning. The power entry module is loose from chassis and the mlx unit had worn tabs. These defects are likely caused by improper handling/misuse. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
It was reported that an internal damage of the mlx 300w xenon lightsource caused fire or melting. Power supply has blown fuses or blown chip. No patient injury was reported.